Event description:
Medtronic received information that this aortic bioprosthetic valve was exhibiting high gradients 6 months after implant. The valve remains implanted and no adverse patient effects were reported. Additional information received states the valve was explanted. Upon explant the physician excised the leaflets for exposure and noted the valve had fibrous and thrombotic appearing tissue and pannus on all three leaflets. The valve was replaced with a mechanical valve. It was noted that the patient had medical complications of myocardial infarction (mi) and congestive heart failure.

Manufacturer narrative:
Device investigation: additional information received the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the returned device, the reported event was caused primarily by thrombus formation, with pannus as a contributing factor. Although a conclusive cause of the thrombus and pannus could not be determined, these are known failure modes for bioprosthetic heart valves, and are likely a patient related condition. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was returned and all three leaflets appeared to have been excised during explant. Two excised leaflets were received for analysis. Evidence of cauterization during explant was observed along the inflow edge of the sewing ring. All three leaflets were excised. Two excised leaflets returned with the valve were stiff due to host tissue on the outflow. The receipt condition makes it difficult to determine the condition of all commissures. Remnants of pannus lined the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, and existing leaflet tissue on the inflow. Pannus noted to have extended on the existing leaflet tissue showed evidence of a possible reduced inflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow during explant. Tan to brown thrombotic appearing host tissue lined the inner outflow rail, all commissural areas to the existing outflow margin of attachment. Tan thrombotic appearing host t issue filled and stiffened the two excised leaflets. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: device history review is in process, once the review is complete a supplemental report will be submitted. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(6). (B)(4).